Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the temperature of the motor device was above specification. It was further determined that the bearings were damaged, the cable/cord/wiring was damaged, and there was a hole/cut in the hose of the device. It was further determined that the device failed pretest for cutter lock assessment, motor thermistor assessment, no short circuit between phases and connector body, no short circuit between hall sensors connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor and connector body, safety assessment, air pump assessment, handpiece temperature assessment, and hand control assessment. It was noted in the service order that during pre-surgery testing it was observed that the drill bits were not properly fitting into the hand piece. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.